Event description:
The customer's mother reported that the customer had a blood glucose level over 600 mg/dl earlier in the day of the call. Caller reported that this was treated with a manual injection. Blood glucose level at the time of the call was 412 mg/dl. The customer's mother reported that the insulin pump had a no delivery alarm the day before the call. The customer's mother was unable to complete troubleshooting as she did not have a tubing clamp available. The caller will monitor the device and it will not be retuned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.